Manufacturer narrative:
The customer cancelled the service call. The reported problem was resolved by the customer. The system operates as intended. No add'l service info was provided.

Event description:
The customer reported that the system would not produce an x-ray. No pt injury was reported.